Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 47.5 cm proximal to the lead tip. Only the distal lead fragment was returned and subjected to an extensive analysis. The available lead was visually inspected. Extraction damages were noted such as a deformed lead body and a damaged insulation. Furthermore the inner conductor coil was fractured between the lead tip and the ring electrode. The fractured inner conductor coil was not returned. The damage can be considered the root cause for the observed oversensing and impedance issue. The characteristics of the damage indicate severe mechanical stress of the lead in the implanted state. Diagnostic images clarifying this assumption were not available. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted due to oversensing and impedance increase. Should additional information be received, this file will be updated.